Event description:
It was reported that "it was noticed during use that the adhesive on the intravascular shunt was overflowed on the shaft where the tether was attached." The product was discarded by the hospital.

Manufacturer narrative:
The device was not retained by the hospital for investigation. An engineering evaluation was not able to be performed as the device was not returned for product investigation. Manufacturing records were reviewed and there were no nonconformances associated with this time. Trends will continue to be monitored on a monthly basis. No CAPA is required at this time.

Manufacturer narrative:
Follow up information regarding this event. This complaint is associated with a product recall in addition to the supplier car. Trends will continue to be monitored through edwards quality system and additional information relayed as discovered.